Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe what are the important patient after effects? Initial procedure date. What was the intended use of the surgicel? Where was the surgicel hemostat placed? How much surgicel hemostat was left in the patient? What is the product code and lot number of surgicel hemostat used? What is the physician¿s opinion of the cause and contributing factors of the product being left in the patient? What is the patient¿s current status? Can you please provide the patient¿s initials, age or date of birth, weight and height?

Event description:
It was reported that a patient underwent thoracic surgery in 2016 and absorbable hemostat device was used. After the surgery it was noticed that one or several compress of the absorbable hemostat had been left after the surgery, leading to medullary compression. The patient was reoperated about 36 hours after the first surgery to remove the compress. It was reported that the patient has important after effects. Additional information has been requested.